Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, this case reports an infection 2 months post tka; a washout and poly exchange was performed. Per email correspondence, the requested medical/surgical records and x-rays are not available. Therefore, the clinical root cause of the infection and the patient impact beyond the revision cannot be determined. No further medical assessment can be rendered at this time. Should additional clinical documentation become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented infection around 2 months post surgery. A 10mm left 7-8 journey ll bcs poly was removed. Knee was cleaned out and a new 10mm bcs poly was put in. Patient outcome is unknown. No more details provided at this time.